Event description:
It was reported through the stryker facebook page, "more pain with a mako knee replacement than before the replacement."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.

Manufacturer narrative:
Reported event: an event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Linician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the stryker facebook page, "more pain with a mako knee replacement than before the replacement." Update: biggest mistake of my life was a stryker mako knee replacement been painfully to go up steps and always made 2 or 3 popping noises with each step since day 1. Now being told I need revision surgery. Tolerated it for 3.5 years now the pain and limitations it created are forcing the revision surgery. Sent emails to stryker in the past with no reply from them. I don¿t recommend their products.